Manufacturer narrative:
Follow up information was received the next day stating that the customer had been taken by the contact to the ER. The customer's bg level was at 80 mg/dl upon arriving at the ER. The customer was given juice and bg level was monitored in the ER for three hours. The customer left the ER in stable condition with bg level at 180 mg/dl. The t:slim g4 pump user guide states: always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units insulin after filling the cartridge with insulin during the load process. The customer added an additional 100 units of insulin to the cartridge, then filled tubing while still connected at the infusion set site. The customer then loaded a new cartridge with insulin and was able to resume insulin delivery. During troubleshooting with tandem technical support, review of pump history revealed multiple fill tubings and customer stated that they had been connected at the site during the fill tubings, resulting in over-delivery of insulin. The customer's blood glucose (bg) level was impacted (43 mg/dl). A recommendation was made for the contact to contact the customer's healthcare provider immediately or go to the emergency room (ER).